Manufacturer narrative:
A patient experienced autoreducing/ impedance was reported to abbott. It was also determined the patient controller displayed "generator could not deliver the desired strength". The clinician programmer showed that several programs were not set in surgery mode. As a result, ipg and paddle lead was explanted to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01577. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention occurred on (B)(6) 2023 where the ipg and leads were explanted and replaced. Therapy was restored post procedure.